Event description:
On (B)(6) 2012, the patient's mom/reporter that the patient had some blood glucose excursion possibly due to an alleged incorrect iob (insulin on board) calculation. Reportedly, the reporter indicated that the iob gave two incorrect calculations. On the morning of the call, the patient's blood glucose read over 300 mg/dl, the iob reportedly suggested to give 5 units of insulin for correction when there was 0 units of iob. On the second incident, that same day at 10:17 am, the patient reportedly received a blood glucose reading of 197 mg/dl. Based the on the iob calculation, the subject pump advised the patient to take 7 units for correction. According to the reporter, the reporter felt the pump recommended dose should have been only 4 units. Subsequently, at 2:37 pm, the patient had a low blood glucose reading of 43 mg/dl with symptom of shaky. It was noted that the patient did not eat anything for the whole day. The patient took treatment with chocolate, orange juice, and glucose tablets. The product issue was not resolved with troubleshooting. There was no evidence of product misuse. This complaint is being reported because, the patient had blood glucose excursions and required medical intervention suggestive for hypoglycemia after the alleged iob calculation began.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 submitted: 09/05/2012 device evaluation: the pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump settings confirmed to be set properly. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.